Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient lost therapy some months back as the ipg stopped charging and thereby ipg was deemed to be inoperable. As such surgical intervention took place where the ipg was replaced, and therapy was restored.